Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality control (qc) results were within range on the date of the event. The customer bleached the sample and vent ports. The customer ran integrated multi-sensor technology (imt) alignment, which passed. The ccc specialist instructed the customer to clean the imt probe. The customer ran a check 1, which passed. The ccc specialist instructed the customer to replace v-lyte sensor. The customer ran qc, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed imt power flush, probe alignment, and ran service method, which passed. The cse replaced the peristaltic pump tubing and checked pump rate. The cse replaced the imt sensor, standard a solution and primed the reagents. The cse performed a diluent check, which passed. The cse conditioned the imt system by running multiple serum samples. The cse performed a quick check, which passed. The cse performed qc, which were within range. The cause of the discordant, falsely elevated na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patient samples (ID (B)(6)) on a dimension vista 500 instrument. The discordant result for sample ID (B)(6) was reported to the physician(s) and the discordant result for sample ID (B)(6) was not reported to the physician(s). Both samples were repeated on the same dimension vista instrument, resulting lower. Sample ID (B)(6) was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting lower than the initial discordant result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.